Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) months due to unknown reasons. This was replaced with a 25mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
(B)(4) there may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received additional information indicating this bioprosthetic aortic heart valve was explanted due to recurrent endocarditis and a pseudoaneurysm from a previous repair of a periaortic abscess. The patient has a history of IV drug abuse with recurrent endocarditis and category a infection. Upon examination, the valve showed evidence of endocarditis on the leaflets, which were slightly thickened. This was removed, the pseudoaneurysm was patched, and a 23mm pericardial valve was implanted. Tee revealed minimal flow into the pseudoaneurysm with good valve function. There were no complications and the patient was returned to the cardiac surgical intensive care unit in critical condition, after having tolerated the procedure well. He was later discharged on pod #31 due to IV antibiotic therapy.